Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker demonstrated far-r oversensing, which resulted in inappropriate auto mode switch (ams). No intervention was performed. No patient consequences were reported.